Event description:
The tube detached from the chamber after insertion.

Manufacturer narrative:
Additional information has been requested. The sample was received on 08 july 2008 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).